Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 95% stenosed, eccentric, de novo target lesion was located in the severely tortuous and severely calcified proximal left circumflex artery (lcx). Pre-dilation was performed using 2.0x15 and 2.5x20 balloon catheters and both were inflated at 20 atmospheres, leaving 70% residual stenosis in the lesion. A 3.50x28 synergy drug-eluting stent was advanced to the lesion but significant resistance was encountered. The device was completely removed from the patient and it was noted that the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.